Manufacturer narrative:
At the time of this report no add'l info was available. A supplemental report will be submitted with any relevant info that is received.

Event description:
It was reported that a trinica screw was found to be broken after an unspecified period of time post-operatively. The pt is asymptomatic and no intervention is planned at this time.